Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Photographs were submitted for review. This report is to capture the discoloration issue. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. There are two (2) cases associated with this product; therefore a separate FDA form 3500a has been generated to address the other case.

Event description:
It is reported "packaging products cannot be sealed with red type; product discoloration".